Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdomen pain and cloudy fluid. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated intraperitoneal injection of amikacin (200 mg every first and third bag, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown and dianeal therapy was ongoing. No additional information is available.